Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were delayed and intermittently unresponsive for a few months. The reporter stated that there was a tear at the bottom of keypad near the okay button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2014 with the following findings: the keypad was torn. All of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.